Event description:
It was reported that during an percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The unspecified target lesion was located in the left superficial femoral artery. The vascular approach was contralateral. A v18 300cm/12cm guide wire was advanced into the target lesion. A f/g, sterling, mr, 4.0 x 60/135 (4f) balloon catheter was advanced over the wire to predilate the lesion, but the lesion "got stuck" at the middle portion of the target lesion. The physician decided to dilate the lesion with the balloon in its current location and inflated the balloon to 6 atms. "Severe resistance", was encountered during removal. The balloon catheter was removed as a unit with the guide wire. The balloon was examined outside the pt and it was noticed that the shaft of the balloon catheter was stretched and the balloon was noted to be "ruptured". The procedure was completed with an exchanged unspecified balloon catheter and the same guide wire. No pt complications occurred with the pt's current condition listed as "good".

Manufacturer narrative:
(B)(6). (B)(4).